Event description:
Customer reported set had a leak/tear during loading/uploading. No pt harm was reported and no medical interventions were required/performed. Although requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The customer's experience of a leak was confirmed. The cause of the leak was due to a tear in the silicone tubing near the upper fitment. Crush marks were observed on the upper fitment. The cause of the tear was undetermined. The lot number was undetermined but based on the smartsite laser number, this sample's exp date was either 09/01/2013 or 10/01/2013. The lot number was undetermined but based on the smartsite laser number, this sample was manufactured between 09/28/2010 and 10/16/2010.